Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and inflammation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 700cc mentor smooth round moderate plus profile and experienced capsular contracture; baker grade IV, and inflammation on her left side postoperatively. As a result, the patient underwent bilateral explantation, and replacement with catalog number shpx755; serial number (B)(4) on the left side, and with catalog number shpx650; serial number (B)(4) on the right side on (B)(6) 2021.